Event description:
Material # 302832, lot # 4194229. It was reported by customer that there is some sort of mineral oil in top of the syringe. Verbatim: there appears to be some sort of mineral oil in the top of the syringe

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there is some sort of mineral oil in the top of the syringe. To aid in the investigation, one sample in an opened packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed, and there is visible lubricant at the bottom of the syringe barrel. The two photos provided show the sample received. The visible lubricant is considered an acceptable imperfection. No other defects or imperfections were observed. The lubricant is medical grade and applied to the inner wall of the syringe barrel and syringe rubber stopper. A device history record review was completed for provided material number 302832, lot 4194229. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.